Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing agent reported that during a cataract extraction with intraocular lens (iol) implant procedure, upon lens insertion into the eye and unfolding, the doctor noted that there was a scratch in the iol. Unfortunately, the lens was then cut and removed from the operative eye with no complications. A new lens was opened, and the procedure continued without further complications.